Event description:
After about 48 hours into treatment, rupture of the access pod, with projection of blood outside the set. It seems that the set was clotting.

Manufacturer narrative:
The review of our complaint file indicated that it is the first time this type of event is reported on prisma m100 preset lot 06a0453g. During treatment, the access pod is in negative pressure the pod's body and retainer are maintained by the pod holder. Only possible risk could be an air intake; but this defect would be detected by uabd. A possible external blood leak limited to some drops can be provoked during manual membrane repositioning, where the system is under positive pressure. Additional information from hospital indicates that the defect appears during unloading. The preliminary investigation of this complaint led us to conclude that the overpressure in the extra-corporeal blood circuit, in combination with either an insufficient welding of the pod resulted in the external blood leak reported by complainant. Investigation of the incriminated contaminated sample confirms a bad welding. We considered there was no patient's safety issue because the incident occurred during unloading of the prisma set, after disconnection of the patient, which means at the end of the treatment. However, even if this incident did not represent a risk for patient, it could have presented a risk of infection/contamination for the nurse, due to the contact with the external blood leak. For this reason, we decided to report this case as an MDR. Incidents related to potentially defective pods are being investigated by the company, together with our subcontractor (manufacturer of the pods) to identify the root causes an implement corrective actions. The preliminary investigations allowed us to conclude that the excessive fragility of the pods comes from a poor/insufficient welding of the retainer to the body of the pod. Insufficient welding of the pods: immediate actions were taken by gambro industries and the subcontractor to re-define the criteria to sort out the pods from the current production and reject all potentially defective units. In the meantime, our subcontractor has decided to launch the revalidation of their ultra-sonic welding process. The conclusions of these investigations will be reported in our final report.